Event description:
Above individual was a member of the family care program. She was also receiving hospice services. A bed cane was ordered on 12/2/2008 after fall by hospice staff. Member was unable to utilize bed cane device, but staff report they used it to determine proper positioning. Per plan of care member was to checked on every two hours and according to documentation by staff, this did occur. Member was checked on at approx. 4am and was lying in bed sleeping. At about 5:30am, member was found with her head inside the bed cane and the rest of her body was on the floor. She was deceased at the time staff found her. Family, hospice and coroner were notified immediately. Coroner pronounced death as "accidental positional asphyxia" and felt no need to complete autopsy. Wheelchair was used for mobility with staff assist. Member was receiving hospice services. No other treatment were currently being received.